Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with polydypsia, nausea, and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and self-treated with insulin via injection after receiving phone advice from their healthcare provider. During troubleshooting with customer technical support, it was revealed that the bolus totals did not match. It was reported that the patient's healthcare provider made recent changes to the patient's basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. A replace cartridge alarm was recorded on (B)(6) 2015 at 11:37; deliveries resumed at 15:55. The bolus totals in the bolus history were consistent with the bolus totals in total daily dose (tdd) history at the time of the reported issue. A 10 u audio bolus and 10u normal bolus were successfully performed and both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).